Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the o-ring came out of the blade after removing the blade from the handpiece during a procedure when a different blade was going to be used. The hcp located the o-ring and moved forward with the procedure. There was no patient impact.